Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable as this component was determined not to be manufactured by zimmer biomet warsaw or zimmer biomet reporting responsibility.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned [location unknown] to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during an achilles tendon repair, the staple did not fasten properly. A new hole was drilled and another staple of the same part and lot was implanted successfully. Attempts have been made and additional information on the reported event is unavailable.